Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hypoglycemic event associated with a loss of prime issue with the cartridge. Reportedly, there were no pump setting adjustments before or after the alleged event and the patient remained on the pump. It was reported that the patient's blood glucose (bg) was less than 70mg/dl, although the patient had not checked their bg, and had felt dizzy/shaky and ate carbohydrates. No other treatment above and beyond ususal diabetes management was reported. Reportedly, a loss of prime had occurred 3 or more times and that the patient primed while attached after the loss of prime warning had occurred. It was further reported that the pump delivered 6.5units of insulin while the patient was sleeping and that the patient had not been using the cartridge according to guidelines. This complaint is being reported for alleged hypoglycemia associated with a training misuse of the cartridge.